Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. Further information was requested however, was not provided.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification.